Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found an external insulation abrasion at 5.2cm to 5.5cm from the connector pin, consistent with friction to the ICD can. Electrical tests indicated normal characteristics. (B)(4).